Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultra meter is giving inaccurate high reading of "235 mg/dl" compared to normal results/feeling. The patient¿s diabetes is managed with self adjusting insulin. On (B)(6) 2010 at 1:22 pm, the patient allegedly obtained the alleged inaccurate meter reading and subsequently administered self treatment with 8 units of humalog insulin per the sliding scale. The patient did not symptoms at the time of concern. However, at a later time, the patient "went into insulin shock." There was no report of specific symptoms or medical intervention that would suggest severe hypoglycemia or hyperglycemia at the time of concern. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, there was no control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he "went into insulin shock" after he took insulin based on the lfs meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.